Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test and internal leakage test. The device failed to meet its specifications. There was no patient involvement. There have been no adverse event sustained as a result of the issue. According to the information provided by the technician, the following tests failed: pressure transducer test, internal leakage test and flow transducer test. The air gas module was detected as faulty and its replacement is necessary to resolve the issue. The air gas module regulates the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure, defective part has not been returned for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).